Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# unknown, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that post op impedance >40k ohms on electrode #2. The manufacturer's representative (rep) was not with the patient or hcp at time of call. Rep stated impedance and connected tests were conducted 5 times during procedure with good values ~ 1000 ohms on all electrodes using the neurostimulator with a 977a260 lead. After procedure, electrode #2 showed >40k ohms with several different reference electrodes used. Rep stated the patient was using hd settings and he could work around electrode #2. No further complications were reported/anticipated.